Event description:
Olympus was informed that an unspecified time/date the esg-400 hf-generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Section g2 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e433 could not be reproduced, but was confirmed to have occurred according to the device's error log. The definitive root cause of error e433 could not be determined. Error e433 may have occurred due to high voltage peaks at the output transformer of the generator board. An improved generator board was introduced into production in early july 2020, after the device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.